Event description:
It was reported that the arctic sun device was used for rewarming after the patient received cardiac surgery operation, it passed 48 hours, then water level changed from 3 to 1 and alarm 113 (reduced water temperature control), 4 (water reservoir below minimum), 5 (water reservoir empty), 45 (ac power lost) occurred. Refilled about two littler of water. After that, the patient temperature and water temperature did not increase. Changed blanket type and rewarming was conducted. One way equipment was taken. The patient temperature was rewarmed. The patient temperature was decreased, so the hospital thought this was incident. Imi checked the device and found the water leak. Per follow up information received via mail on 12nov2024, the device would be sent to imi. The issue has not been resolved yet. Medical intervention was not done. As5000 was swapped to branket type meditherm.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. The heater is not working at all. The resistance of the heater is too high. Alert 113 (reduced water temperature control) seen in event log. Found the leak from the drain port due to crack of the valve. This is the cause of lower water level. Alarm 45 not seen during evaluation. A 2000-hour pm was completed on the device. Replaced drain valves. As part of the pm, replaced circulation and mixing pump heads. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was used for rewarming after the patient received cardiac surgery operation, it passed 48 hours, then water level changed from 3 to 1 and alarm 113 (reduced water temperature control), 4 (water reservoir below minimum), 5 (water reservoir empty), 45 (ac power lost) occurred. Refilled about two littler of water. After that, the patient temperature and water temperature did not increase. Changed blanket type and rewarming was conducted. One way equipment was taken. The patient temperature was rewarmed. The patient temperature was decreased, so the hospital thought this was incident. Imi checked the device and found the water leak. Per follow up information received via mail on 12nov2024, the device would be sent to imi. The issue has not been resolved yet. Medical intervention was not done. As5000 was swapped to branket type meditherm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.